Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap appendectomy. According to the reporter: 1st trocar came out of sterile packaging broken - "cap" on obturator was broken completely off. Opened 2 more of sterile product and exact same situation-cap on top obturator came completely off 1st product was from lot# j5d0126x, second and third were from lot#j5d0127x. The difficulty did not result in any tissue damage or patient injury. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. Attempted to open another trocar, and same problem occured. Post-op diagnosis: patient ok.

Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event.